Manufacturer narrative:
Product event summary: analysis found that the device was out of power at 7.7 volts and the device powered off automatically at 6.5 volts.

Event description:
It was reported that sensing was abnormal, battery consumption was too fast and the machine powered off automatically. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.